Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -11.00/+1.5/095 (sphere/cylinder/axis), within the same surgery due to the lens had excessive vaulting. The lens was replaced with a shorter lens within the same surgery and the problem was resolved. Cause of the event was unknown.